Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used during an endoscopic mucosal resection (emr) performed in the patient's stomach on (B)(6) 2014. According to the complainant, during the procedure, no solution would pass through the catheter once the device was inside the scope. The procedure was completed with another interject sclerotherapy needle. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Visual analysis of the device showed the inner sheath was kinked in several locations throughout. Functional evaluation included injecting an air filled syringe through the device, some resistance was encountered from the narrowed pathway due to the kinks from the inner sheath. When the device was flushed with water to simulate saline solution injection, water could pass through the inner sheath which confirmed that the device had no occlusions. When the inner hub was actuated, the needle would not extend. The inner hub and sheath were removed from the outer hub and sheath; the inner sheath was kinked at the proximal end of the device for 3.3cm. The complaint was not confirmed; the device was not blocked/occluded. Anatomical/procedural factors likely affected the device integrity; therefore, the most probable root cause of this event is operational context. Investigations are in place to address this issue. The device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used during an endoscopic mucosal resection (emr) performed in the patient's stomach on (B)(6) 2014. According to the complainant, during the procedure, no solution would pass through the catheter once the device was inside the scope. The procedure was completed with another interject sclerotherapy needle. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.